Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that a fluid leak was discovered on the inside of the cassette door of the liberty select cycler after ending pd treatment. The air detected in cassette alarm was received three times during drain 1 of 4 of treatment and the treatment was cancelled. It was reported that the cycler would be re-setup with new supplies in order to complete treatment. Upon follow up, the patient and peritoneal dialysis registered nurse (pdrn) stated that treatment was completed with the cycler on the night of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that a fluid leak was discovered on the inside of the cassette door of the liberty select cycler after ending pd treatment. The air detected in cassette alarm was received three times during drain 1 of 4 of treatment and the treatment was cancelled. It was reported that the cycler would be re-setup with new supplies in order to complete treatment. Upon follow up, the patient and peritoneal dialysis registered nurse (pdrn) stated that treatment was completed with the cycler on the night of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.